Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection noted that the circular seals were cut. The envelope seal and cannula appeared intact. The obturator was not received. The duckbill seal was misaligned. A functional evaluation found that the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the cut in the circular seal may occur when mishandled during clinical application. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the reported 3 devices were used in a laparoscopic sigmoidectomy. Shortly after the surgery began, it was noticed that a blue foreign material was falling in the center of the patient's abdominal cavity and was retrieved. The status of the patient was reported as no problem.